Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that unspecified device performance issues were observed with an ams device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.